Manufacturer narrative:
D3 - mfg establishment name- corrected. One device was returned for analysis. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to sensor reading not being within specification range. As a result, the downstream/upstream occlusion was calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: (B)(6) is the reported month, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed downstream occlusion (dso) failed calibration. There was no patient involvement.